Event description:
It was reported that two rad-5v units were used on a newly born infant and gave readings of 0-4% spo2 readings and heart rate 25 bpm. Readings were taken in a hosp room setting, post labour and after delivery. A spacelabs monitor was also used on the infant and gave values within expectations. The customer confirmed that the spacelabs readings were within the acceptable range for newborns, however, the customer could not provide what the expected range is or what the spacelabs readings were. The customer cannot confirm if the rad-5vs were used on the pt before or after application of spacelabs monitor. The model # of spacelabs unit or other unit identification was also not provided. A pt cable pn-2058 was used on each rad-5v when used on the pt. Each rad-5v had an adhesive sensor used on the pt but the sensor info was not available. The customer confirms that they cannot return the items. No pt injury was reported no medical intervention was required.

Manufacturer narrative:
Multiple attempts for product return and add'l info requests were made. Per the customer's request new cables were provided to the customer; however, the device was not made available to masimo to allow and analysis to be performed. If and when info becomes available or once the unit is returned and an eval is performed, a f/u report will be submitted.